Event description:
It was reported during a trial implant procedure (B)(6) high impedance were observed. It was noted the trial cable did not click when connected. The physician decided to replace the trial lead with a new one which resolved the issue.

Manufacturer narrative:
Eval, results: the complaint was confirmed for "high impedance". As received, a loose connection was observed when a test lead was inserted into the returned ete cable. The loose connection likely caused the high impedance condition. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.